Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ferritin on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a ferritin value of < 2 um/l and repeated as 15.7 um/l. The sample was repeated on a second analyzer, resulting in a value of 16.7 um/l. The ferritin reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The customer repeated 10 other patient samples and these repeated acceptably. The customer checked the reagent pack for bubbles and it was ok.

Manufacturer narrative:
The field service engineer checked the analyzer. The measuring cells were replaced as these were overdue to be changed. The sipper nozzles were also changed. All checks were performed and adjustments were verified. No further issues have occurred since these actions. The investigation determined the service actions resolved the issue.